Manufacturer narrative:
This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Field service specialist visited the account and replaced vacuum regulator printed circuit board. System is functioning well and within abbott specifications. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
Customer reported patient vacuum low error at the end of a case today. Technical support was able to connect to customers system and the vacuum line would not zero out after several tries. It was reported that surgeon was able to complete the case successfully and without complications. After clicking ''ok'' to the error message the error cleared.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation this is an operational issue. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.